Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. No serious injury occurred; therefore, no user facility or pt info is applicable. This report will be updated when the investigation is completed.

Event description:
Allegedly broken out of 8400kit1 #270.